Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with a decrease in pacing impedance measurements from 1700 to 700 ohms and a decrease in r-wave amplitudes. In addition, there is no capture at maximum outputs. An x-ray was performed and there is no evidence of a lead dislodgement. A lead perforation was suspected. Boston scientific technical services (ts) was contacted and discussed that a lead revision should be considered if capture is still not able to be obtained. No additional adverse patient effects were reported. A lead revision was performed and the rv lead was surgically abandoned and replaced with a non boston scientific product. No additional adverse patient effects were reported as a result of the surgical procedure.